Event description:
It was reported that the patient presented locking of his left knee 3 months post an anterior cruciate ligament reconstruction. MRI revealed a foreign retained body in two pieces (nitinol passing wire). One piece of the wire was found loose and was removed. The other piece remains contained with the screw within the tibial tunnel. This piece was not removed to avoid disrupting the acl graft and previous repair. No further patient info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of this event could not be determined from the info available and without device evaluation.